Event description:
Clinical study. It was reported that 609 days after a coronary drug eluting stenting treatment procedure. The patient required a target vessel reintervention (tvr). Target lesion 1 was a 3.0mm, 80% stenosed, 14mm long portion of the proximal left anterior descending (prox lad) artery with in-stent restenosis. The physician treated the lesion with direct stenting using a 3.0 x 16 mm taxus express2 study stent placed in overlapping fashing with previously placed stents with a 4mm overlap. Residual stenosis was 0%. Target lesion 2 was also located the prox lad with in-stent restenosis. The physician treated the lesion with direct stenting using a 3.0 x 32 mm taxus express2 study stent placed in overlapping fashion with previously placed stents. Residual stenosis was 0%. The patient was discharged the next day on aspirin and ticlopidine, as the patient had an adverse event when on plavix (patient has suicidal thoughts while on clopidogrel). Six hundred and nine days after the index procedure, the patient was admitted and required tvr of the mid lad. The physician treated the patient with balloon angioplasty. There was no in-stent restenosis of a study stent. Device causality was assessed as unknown. The patient was discharged the next day.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.